Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. First/given name: unknown / not provided. PMA/510(k) number: k011245 and k002188.

Event description:
It was reported that implant could not be placed due to sinus perforation. Regeneration and sinus elevation was performed with bone and membrane. Pain was reported as a result of the event. Doctor is waiting for the evolution of the treatment

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). H3: device evaluated by manufacturer: change ¿no' to 'yes.' One impl tapered sp 3.7mm 8mm octagon (spb8) was returned for investigation. Visual evaluation of the as returned product identified signs of use (bone/blood residue) but no apparent signs of malfunction. The implant could not be functionally tested for the reported failure/event (perforated sinus) as it is a medical event. Measurements were taken on aug 19, 2021 using a caliper (caliper ID: cal3839 due: sep 02, 2022). Through dimensional analysis and comparison to drawings, the device was determined to be within design specifications when it left zimvie. Pre-existing patient condition noted on the per was 'smoker'. The reported device was being placed on tooth # 15 (fdi). X-ray & picture evaluation: x-ray or picture images were not provided. Therefore, the reported 'perforated sinus' could not be verified. Review of appropriate documentation: documents reviewed: instructions for use ¿ swissplus® and tapered swissplus® implants, ifu9667 rev 2 - 10/19. Information identified: contraindications, warnings, precautions and breakage. Per the applicable IFU, it is stated that zimmer dental implants should not be placed if there is an insufficient volume of alveolar bone to minimally support the implant (minimum 1mm circumferential and 2mm apical). Implants placed in the maxilla should not perforate the sinus floor membrane. Additionally, improper techniques can cause bone loss, patient injury, pain and implant failure. DHR review: DHR review for the lot (2021110246) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event.all products were conforming at the time they left zimvie. Complaint history review: complaint history review was performed for the reported lot number (2021110246) for similar events (complaint category keywords: medical: perforated sinus) and no other complaint was identified. Post market trending review: may post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information and dimensional analysis, device malfunction did not occur. Additionally, the reported event could not be verified since it is a medical condition and no objective evidence was provided

Event description:
No further event information is available at the time of this report.